Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a trial patient and it was reported that the patient felt like her symptoms were getting worse. Additional information reported on (B)(6) 2017 that lead migrated. Patient inquired if lead was able to move since she saw improvement initially the first day and then hasn't seen improvement since. It was unknown if the issue was resolved at the time of this call.